Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up. The pulse generator exhibited backup operation. No intervention or patient symptoms were reported. No further information could be obtained.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.